Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that the buttons on the infusion device were defective. The patient experienced elevated blood glucose levels. No adverse event was reported. The alleged product was requested to be returned for product evaluation.